Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional copilots referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous, mid diagonal artery. During optical coherence tomography (oct), prior to the percutaneous coronary intervention (pci), leakage was observed with three copilot devices. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, (B)(4) returned sterile devices were tested. There was no damage noted to the copilots and the reported leak could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.